Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation - distal radius surgery, it was observed that the trigger flange on the small battery drive was loose. There was a five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.